Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: secondary water delivery channel (jet-tube) had foreign objects. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Additionally, the most likely cause for the foreign objects is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope had noisy image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.